Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial air alarms occurred that were resolved. Following the alarm resolution, the operator reported high effluent pressure. The treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The increasing effluent pressure was most likely the result of elapsed time with the blood pump off during alarm troubleshooting. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and warns that the risk of clotting increases when the blood pump is stopped. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.